Event description:
During lap chole; umbilical hernia repair with doctor, the monopolar cable blew apart and a spark flew up towards doctor's face, came back down, and landed on the drape. The drape was charred. The drape was checked from the underside and it did not burn through the drape. All pieces, hook cautery, force fx, and monoplar cord were immediately removed from the field/room and sequestered. Per reporter,the manufacturer requested more information and are investigating the incident.the rep told the surgery director that these cords can only be used for two years. The director does not recall ever being told this and there is nothing on the packing or inserts stating this. Surgery pulled all cords and and the batch numbers are 504/094, 330/654, 251/938, 110/196, 935/071, 211/990. All have been replaced with new cords and are now on rotation to change out every two years.